Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported reported via phone call that the insulin pump screen had a display anomaly. Customer's blood glucose level was not reported at the time of the incident. It was reported that they can't see something off the screen. Troubleshooting was declined. The insulin pump will not return for analysis.